Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 599 mg/dl, at the time of incidence. Customer was treated with manual injection and with bolus by insulin pump. Customer reported that the drive support cap was normal. Customer was okay to troubleshoot for high blood glucose level. Customer declined to troubleshoot for insulin pump. Customer had various blood glucose level after certain time interval that 564 mg/dl, 538 mg/dl, 401 mg/dl and 481 mg/dl. Customer did not allege that the insulin pump was under delivering. The insulin pump will be returned for analysis.